Manufacturer narrative:
During investigation on-site performed by our field service engineer, presence of liquid spill was confirmed in the ventilator on the pcbs (printed circuit boards) and the safety valve. The pcbs and safety valve were cleaned and after successful tests the ventilator was sent back in service. Ingress of liquid/corrosive substance on pcbs can cause failure/short circuits, which might lead to a ventilator malfunction. The origin of the liquid was reportedly from a saline water bag that leaked upon removal.

Event description:
It was reported that liquid entered into the ventilator. There was no patient involvement. Manufacturer's ref #: (B)(4).